Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, a possible lead insulation abrasion was suspected due to low lead impedance causing a polarity switch and intermittent noise in the right ventricular lead. The lead was capped and replaced on (B)(6) 2018 and patient was in stable condition with swelling post procedure.